Event description:
It is reported that the patient is being considered for a revision surgery, however the reason for the revision is unknown at this time.

Manufacturer narrative:
Part and lot number are required to review device history records and neither were provided. Product was not returned so no product evaluation could be conducted. This device is used for treatment. Unable to perform a compatibility check based on provided information. Generic complaint history for unknown parts identified no trends. No medical records were received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.